Manufacturer narrative:
At this time, the product is not expected for return. If the product is returned, analysis will be performed and this report updated at that time.

Event description:
Additional information was received indicating high rv pacing thresholds, sensing issues and loss of capture continued to be observed in addition to poor intrinsic amplitude. A revision procedure was performed wherein the rv lead was surgically abandoned and the device explanted. A new system was then implanted without consequence to the patient. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that approximately one week post-implant this right ventricular (rv) lead exhibited high pacing threshold measurements and decreased sensing amplitude. Intermittent loss of capture (loc) and undersensing were also observed. A lead dislodgement was suspected but could not be confirmed nor ruled out via x-ray. Device outputs and sensitivity were reprogrammed to account for the changes in measurements. The patient was asymptomatic and there were no observed instances of asystole greater than two seconds. It was additionally noted that the physician encountered difficulty obtaining a lead position with acceptable measurements at implant. The patient was seen for additional follow up, however, no further details are available. No revision is planned at this time and the patient will continue to be followed. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.